Manufacturer narrative:
The returned device was evaluated and f found a leak coming from the hole in the exposed portion of the soft cannula. A cause of the damaged cannula could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 checking your blood glucose chapter 4 / page 36 warnings: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose history are as follows: bg (mg/dl) : 306 , 275 , 233, 191 , 195. The pod was worn between 36 and 48 hours on the arm.